Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified complete and total occlusion lesion in the distal portion of a tortuous left circumflex coronary artery, the viva balloon was suspected to have ruptured at 8 atm's on the initial inflation. The viva balloon was being used for predilatation of the lesion, prior to placement of a tristar stent, when extrusion of dye into the vessel distal to the balloon was noted. It was also noted that resistance was met during removal of the viva balloon catheter. The pt was asymptomatic during this event. The viva balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. A 6f medikit introducer sheath, getz brother's conquest guidewire (size unknown), a 7f goodman camino guide catheter, a b. Brown inflation device and a tristar stent were also used in this case. Pt status is reported as "good".